Manufacturer narrative:
The customer's glidescope core 2m quickconnect (qc) cables were returned to verathon for evaluation. A verathon technical service representative evaluated both returned cables but was unable to confirm the reported image issues. When connecting the cables to verathon's test equipment, no failures were identified. Visual inspection found no damage to the cables or their connectors. Both cables passed verathon's device functionality testing and confirmed to be within specification. Neither the laryngoscope nor the monitor used with the cables during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, both qc cables were scrapped due to the customer already being provided replacements. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported the screen on their glidescope core 15-inch fhd monitor froze during intubation and both glidescope core 2m quickconnect (qc) cables gave a poor image and caused the screen to jump. The customer indicated both qc cables needed to be replaced as the frozen image from the intubation stayed on the screen. Another glidescope core system was used to complete the procedure. No delay in procedure or harm to the patient was reported.